Event description:
During a supraventricular tachycardia procedure using rf, the coronary sinus catheter could not be visualized resulting in a delay. Rebooting the dws gave communication errors between the amplifier, dws, and field frame connection. Rebooting the amplifier again resulted in a flashing amber status light. Rebooting the dws and amplifier for a 3rd time resolve the issue. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. Visual inspection revealed the chassis show signs of wear consistent with use over time. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software. The intra-cardiac (ic) short test was then performed and was successful. A field frame, surflink, electrocardiogram (ECG) simulator, 10 lead ECG cable set, wet lab, patient reference sensors (prs-a single, prs-p triple) tacticath sensor enabled catheter, an advisor hd grid catheter, and an inquiry steerable catheter; were all connected into an navx display workstation (dws) study. The catheters were able to be displayed, and manipulated within the real time study. The field service tool (fst) was then connected, and the amplifier passed post. The field functional test was then performed and identified ampst-033-2b (upper bank loop back) had 2 channel sets out of specifications 150->86, and 168->104. Internal inspection did not reveal any loose connections or unseated cables. Manual testing was performed once removed and re-seated, with successful results. The field functional test for ampst-33-2b, was re-performed with successful results, isolating the condition to a loose connection between the cardiamp board in slot 3 to the record-out flex. The internal connection/fst condition was determined to be an incidental and determined to be not related to the returned symptom. The field reported event was not able to be replicated. Catheter visualization was successful. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.